Event description:
Patient reported having loss of prime warnings on her pump. The patient reports changing the cartridge and still experiencing this issue. The pump has was returned to animas and evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred. This report is being made based on investigation results.

Manufacturer narrative:
The pump has was returned to animas and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Recall 2531779-03/24/2010-003-r.